Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a suspected infection developed at the patient's ipg site. Antibiotics were prescribed to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted at a unknown date, resolving the issue.

Manufacturer narrative:
D6b: explant date is unknown.